Event description:
Elderly male with history of metastatic colon cancer, having a right colectomy and liver biopsy. During the procedure, a piece of the covidien stapler broke off. No known harm to the patient.